Event description:
It was reported that the patient had dizziness and lightheaded. The pace/sense lead had pauses and a lead integrity alert was triggered. The device was initially programmed off until a lead revision could be performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2011; 6949 implantable tachy lead (B)(6) 2006. (B)(4).